Manufacturer narrative:
Follow-up # 1 ¿ (06/03/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) alleging a onetouch ping meter was displaying inaccurately high results compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The reporter stated a couple of weeks prior to the alleged issue, the patient had symptoms of "headache, ketones and shakes." It is unclear if the symptoms are indicative of high or low blood glucose. The reporter stated on (B)(6) 2014, at approximately 4pm, readings of "312mg/dl" was obtained on the lfs meter compared to "235mg/dl" on another meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter did not state what the patient uses to manage her diabetes. The reporter did not state if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient did not receive any treatment in response to the alleged issue. During the time of troubleshooting, the reporter stated the meter was in the correct unit of measurement at the time of testing. The reporter stated the patient was using the correct test strips at the time of testing. The reporter stated the patient was using an approved sample site to obtain the sample. The reporter stated the test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient was symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the reporter made a meter compared to another meter comparison which meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.